Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Medication treatment for the peritonitis was not reported. Hospitalization was ongoing. On an unreported date; automated peritoneal dialysis was temporarily changed to continuous ambulatory peritoneal dialysis (capd) therapy as treatment for the event. Extraneal and physioneal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.